Manufacturer narrative:
The customer did not provide patient's date of birth and weight information. There was no indication that the access accutni+3 reagent was returned for evaluation. Calibration and system check passed prior to the event. Quality controls (qc) for all three levels were within normal reference range. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported the access 2 immunoassay system (serial number (B)(4)) generated an elevated non-reproducible troponin I (access accutni+3) result of 0.199ng/ml for one patient. The sample was repeated twice on the same instrument and recovered 0.003ng/ml and 0.002ng/ml which were within normal reference range (0.00ng/ml to 0.04ng/ml). There was no report of injuries, or change to patient treatment in connection with this event. The customer did not provide any sample preparation information, but noted no pre-analytical sample handling issue.